Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump was stop working properly and had compromised force sensor error alarm. Customer¿s blood glucose level was 329 mg/dl. Customer reported that the drive support cap was normal. Customer reported that during seating the force sensor did not detect the reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected a33 alarm anomalies noted. (B)(4).